Manufacturer narrative:
This event was originally reported under manufacturing report number 0001822565-2017-02170. (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor fractured during impaction of the femoral trial. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint was confirmed as the product was returned. Part has gouges and dents indicating multiple uses. The femoral impactor head has multiple fractures. DHR was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided; however, it is reported that the surgical technique was utilized. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Received information identified that crack existed on impactor surface and instrument used while crack was observed on it. Based on the information available, root cause can be determined as user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.